Event description:
Additional information received reported that after the initial surgery, the device did function and they were able to get stimulation to the painful area. The patient complained that the site was still tender over the coil and that the device was difficult to charge because of the tilt created as it healed. It was noted that impedance was within normal limits. It was noted that the implantable neurostimulator tiled. It was noted that the battery placement was revised in an outpatient procedure. It was noted that the patient had reprogramming since and it worked. It was noted that the patient recovered without sequela.

Event description:
It was reported that there were coupling and telemetry/interrogation issues. It was noted that the battery was tilted and painful. It was further noted that it was hard to recharge and communicate with it due to unfortunate positioning. A revision occurred and the battery was moved. There was a battery/pocket revision. It was unknown if the issue had resolved. Patient noted stimulation was fine, just the pocket site was painful because of the tilted battery. Patient symptoms were less than 50% therapy relief at the device pocket. Patient had poor stimulation relief due to the sore pocket site. Additional information received reported that the pocket revision occurred on (B)(6) 2013 and the manufacturing representative had heard nothing from the patient since the revision. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 39565-30 lot# serial# (B)(4) implanted: 2013 (B)(6); product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger. (B)(4).